Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose reached 34 mg/dl due to the minimum fill issue and fill estimate. Reportedly customer drank juice and took glucose tablets to address the issue. Reportedly, the customer will use the same pump until replacement arrives.